Manufacturer narrative:
Additional information received on 09/28/2016 indicated that the customer's blood glucose returned to target level. The t:slim user guide states to change the infusion set every 48¿72 hours and to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 486 mg/dl with a large trace of ketones and a correction bolus was used to address the bg level. A system check was performed and the infusion set site appeared to be the cause of the occlusion. Reportedly, the customer had not changed the cartridge, infusion set tubing and site for 3 days and was using humalog.